Event description:
It was reported that customer had issues with the dullness of the trocar. The trocar was lacking in sharpness, and the customer was considering switching to competitor. Customer had difficulties passing the drain because of the trocar dull. They preferred to use the medline drains that they used at a different facility. Per additional information received on 27dec2024, it was reported that the items were #0043600 and #0043610. There was no impact to the patient and no medical intervention. They had been having problems passing the trocar through the skin because of the dullness of it, it had been very hard to pass it all the way without almost getting poked. It had been multiple patients so they could not really narrow it down.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: "note: when using trocar with drain, care should be taken as the sharp and pointed edge of trocar could result in serious injury. After removal of trocar from the drain, please dispose of it as per the hospital protocol in the appropriate biohazard/sharp's container. Instructions for use: the surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had issues with the dullness of the trocar. The trocar was lacking in sharpness, and the customer was considering switching to competitor. Customer had difficulties passing the drain because of the trocar dull. They preferred to use the medline drains that they used at a different facility.